Manufacturer narrative:
Due to character limitation, below fields are added from e1- event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the screen of cs300 intra-aortic balloon pump (iabp) went black. There was no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to confirm the reported malfunction. The fse checked the wiring around the video receiver board for contact because of age of device the fse recommended to decommission the iabp.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (health effect ¿ clinical code, component codes ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to confirm the reported malfunction. The fse checked the wiring around the video receiver board for contact. However, since it cannot be said with certainty that it is safe to use, fse had advised the hospital to replace it as soon as possible.